Event description:
It was reported that there was driveline sheath damage in a previously repaired area. The previous repair was removed and a new repair was performed on the driveline. During the repair, it was noted that the driveline cover was on backwards. The driveline cover was removed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the lot number of the driveline boot cover, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿driveline boot cover model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku device available for evaluation: no device manufacture date: unk labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -h10: added additional product lot# additional product: d1: driveline cover d4: lot#: r014166 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: driveline cover h6: FDA device code(s): a150202 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c23 h6: FDA conclusion code(s): d11 product event summary: the driveline cover was returned for evaluation. The driveline cable associated with (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Visual inspection of the returned driveline cover revealed that the driveline cover was received in a damaged condition; therefore, functional testing and dimensional verification could not be performed. On-site inspection and visual evidence provided by the site revealed that the driveline cover was placed backwards over the driveline connector. On-site inspection of the driveline cable also revealed new damage to the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported driveline damage conditions and the driveline cover was removed. Based on the available information, the additional damage to the driveline was likely a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported ¿driveline cover was backwards¿ event can be attributed to the reported incorrect placement of the driveline cover, likely due to the handling of the device during setup of the system. CAPA pr00405633 is investigating incorrect placements of the driveline cover. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.